Event description:
The avaulta bladder sling procedure was done on me in the summer of 2008. I didn't realize that this had as many complications as it has. I thought something really serious was going on once I constantly kept getting uti and bladder infections during these last 5 years I did notice my incontinence didn't decrease after getting the surgery actually it is just as bad as it was before I got the surgery. I was convinced that the surgery was uncomplicated procedure but to no avail it has become a problem. I suffer from sharp pains in the pelvic area and constant numbness in my left. Of course I didn't know these are some of the complications after getting the bladder sling. I'm afraid to have it replaced or removed because who is to say it may get worse before better.